Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient sustained a fall and this led to the dislocation however the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised after patient sustained a fall and dislocated.